Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable, variable thresholds, high, undefined impedance, noise and a high count of non-physiologic ventricular high rate episodes. A possible fracture was also noted. The lead was programmed off. No patient complications have been reported as a result of this event.